Event description:
It was reported that a spectrum pump had an over infusion of 2g/50ml magnesium sulfate during therapy. Magnesium sulfate was programmed correctly to infuse at the rate of 25ml/hr. The pump alarmed with the air in line alert about 10-15 minutes after starting the infusion and the bag was completely empty despite being programmed for 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information a2, a3, a4, e4, h10. Additional information b5: additional information from medwatch report indicates the patient was receiving magnesium replacement for minor hypomagnesemia. After the rapid magnesium infusion the patient received extra monitoring but did not report or show any symptoms following the infusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.